Event description:
A (B)(6) female with history of cataract extraction in the 1980s. Right eye aphakia and patient no longer able to place contact lens and was admitted for secondary iol insertion with planned (scleral fixated/glued io and anterior vitrectomy to right eye). Procedure went well with no complications. On follow up visit on (B)(6) 2016, exam with haptics visible and in good position; however, nasal haptic dislocated from optic and will need to be replaced. To operating room on (B)(6) 2016 and underwent removal of failed lens and replaced with aaren ec3-pa 20.5 diopters lens. Post-op doing well with small home secondary to blood thinners, expect visual acuity to improve as heme resolves.